Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a blood test on her onetouch ultra2 meter due to it displaying a battery indicator. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began on (B)(6) 2011 at approximately 6am in the morning. The patient informed the cca that she tests twice per day and manages her diabetes with oral medication (unknown type and dose) and diet and exercise. The patient claimed than when she was unable to test her blood glucose on the subject meter, she consumed food and/drink at an unspecified time. Approximately 2 hours later at 8am, the patient claimed she developed symptoms of "blurred vision." The patient denied receiving any medical intervention for her symptom and reportedly waited for her symptom to pass. At the time of troubleshooting, the cca noted that the subject meter's battery was replaced but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on september 6, 2011, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.